Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a interventional radiology procedure. Reportedly, slight resistance was noted with the thumb advancer when attempting to split the sheath of the starclose se device. The sheath was not able to split completely so the clip could not be deployed. The starclose se device was removed without issue from the patient anatomy and manual aterial compression was applied to achieve hemostasis. Reportedly, the sheath of the starclose se device did not look correct as it split in a curling fashion. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported thumb advancer/sheath split issue and curled sheath were confirmed. The investigation was unable to determine a conclusive cause for the reported sheath split/thumb advancer issues; however, the curled sheath and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.